Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low sensing. A revision was performed and during the revision the helix was unable to retract or extend. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were failure to capture, r -wave amplitude, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. The reported events of failure to capture, and r -wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.